Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery was not interrupted.